Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 501, 156, and 124 mg/dl when all testing was performed 2 minutes apart from one another on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement product was sent.